Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that air aspiration was performed inside the anatomy for device preparation the procedure was to treat a de novo lesion located in the right coronary artery that was 90% stenosed. The nc trek rx balloon dilatation catheter was advanced to the lesion without issue, and about 5 seconds into the first inflation the balloon ruptured vertically at 13 atmospheres. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.